Event description:
Received call in technical services on 01/04/2011. Lv lead 524 ohms. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).